Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb), backlight inverter printed circuits boards (pcbs), and inverter harnesses, which resolved the issue. The ventilator passed self-testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the graphic user interface went inoperable. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.